Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Replacement ipg has an extended impedance range, which allowed the impedances to clear. Therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
Replacement ipg has an extended impedance range, which allowed the impedances to clear. Therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue.